Manufacturer narrative:
Attempts have been made to obtain the product. The product involved in this event has not been returned to date to allow for an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
It was reported that the masimo sensor stopped working on a baby in the nicu. Customer reported "the nurse replaced the tape and placed the sensor correctly on the foot. The sensor would light up from dim to bright but would not give a reading. We attempting hooking it up to the rad 7 but that did not recognize that a sensor was attached. It did pick up a reading about 2-3 minutes later but then stopped again. We also attempted placing new dots on the sensor but that did not work. The sensor was replaced with a new one and that started working right away on the philips mp50. I tried the old sensor on my own finger and the rad 7 and it did not work. We do not know how old the sensor was or how long it had been used on that baby. On another note, the sensors are not consistently working in the delivery room with the vs4 monitors. If that happens, we have been switching over to the rad 7 we keep on the delivery cart. That tends to pick up right away." No known impact or consequence to patient.

Manufacturer narrative:
The returned sensor was evaluated. Visual inspection revealed no physical damage, however, the sensor failed continuity testings due to a broken trace on the detector circuit in the flex cable near the rd15 connector. When the sensor was tested with known good lab equipment, a "sensor off" error message was displayed.